Event description:
Event description the device was retrieved from archive for further investigation. The titanium casing was opened. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification.